Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f15135 and h11e09114 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a break in aseptic technique, peritonitis and leakage of pd fluid from the g-tube site in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced a break in aseptic technique further described as improper hand washing. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient was recovering and discharged from the hospital. On (B)(6) 2011, the patient, his family and home health nurse were retrained on proper hand washing and aseptic technique. The event of break in aseptic technique was considered resolved. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient's pd catheter was removed, and a new catheter and a g-tube were placed. On (B)(6) 2011, dianeal therapy was interrupted due to leakage of pd fluid from g-tube site. On (B)(6) 2011, dianeal therapy resumed. The outcome for the event of leakage of pd fluid from the g-tube site was not reported. Treatment information was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering. An opinion of causality was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.